Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ceramic tip had come off. The issue occurred, during reprocessing. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the ceramic tip has been repaired by an unauthorized third party. Wrong glue was used, it dissolved, and the insulating insert came off. The adhesive does not meet the olympus standard. A worn sealing ring is a defective sealing ring is due to the age of the item, signs of wear and tear, frequent use and lack of maintenance, poor reconditioning (cds). A defective sealing ring is very likely to lead to leakage on the inner shaft. The defect is due to wear and tear, incorrect handling and incorrect reconditioning methods, depending on the age of the item. Olympus will continue to monitor field performance for this device.